Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h9; h11. Evaluation of the provided photographs identified that both the ball bearings on the shim were missing. The device was not returned for further evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. Reported event was confirmed by review of provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional shim instrument was found to be disassembled and missing ball bearings in sterile processing. There was no patient involvement and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4) the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.